Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 452 mg/dl at the time of the incident and 252 mg/dl at the time of call. Customer stated infusion set tubing was detached at site connector and the auto mode readiness screen showed multiple blood glucose required requests. Customer declined troubleshooting for high blood glucose. No further patient complications were reported. The insulin pump will not be returned for analysis.